Manufacturer narrative:
The insulin pump was received with an unresponsive down arrow button due to unlocked lcd connector. The pump was also received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 84 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.